Manufacturer narrative:
Device passed the displacement test however, device alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. Device was received with the case cracked behind the device at the corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm and a crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.